Event description:
Pt transferred from another hosp with history that over past 24 hrs had multiple discharges of ICD. These shocks were inappropriate and responding to noise. Successful extraction of previous ICD lead with new lead implant via left cephalic vein done. Inspection of lead noted a complete break in insulation of clavicular/lead junction. While insulation was completely eroded, it is suspicious for a complete lead fracture at this site. Pt tolerated procedure well and new implant functioning well. Pt was discharged the following day. Medtronic rep was given explanted device to forward to lab for evaluation.